Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing. Updated fields: d8, g3, h2, h4, h6, and h11. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The user facility provided the following result of the culture test, performed at the third-party labs: [sampling date:(B)(6) 2025] sampling from:biopsy channel, suction channel, water jet channel. Cfu:no growth aerobically after two days incubation. Bacterial identification:no growth aerobically after two days incubation. [Sampling date:(B)(6) 2025]. Sampling from: flush and brush. Cfu: no growth aerobically after two days incubation. Bacterial identification: no growth aerobically after two days incubation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unspecified colony forming units (cfus) of psuedomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.